Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the lead could not be fixed when it was placed on the right atrium. The physician tried several times to reposition the lead but still failed. The physician elected to not use the lead and implant a different one instead to complete the procedure. No adverse consequences reported on the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.